Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple error alarm and motor error alarm on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that the pump alarmed motor error then rebooted multiple error alarm. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back-up plan as per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit was received stuck in the motor error loop during bolus/basal delivery. Unable to verify motion sensor test failure or the one minute destructive ram test failed alarms due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.